Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. Reportedly, the device was applied to tissue and the generator signalled it had sealed the vessel. However, the vessel was not sealed and a minimal amount of bleeding occurred (less than 60 cc's). To repair the bleeding the wound was ligated manually with sutures. There was no injury reported.